Manufacturer narrative:
The medtronic representative at the site, reported the navigation system was performing as intended during the procedure. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), their navigation system emitter was intermittently showing as disconnected. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, patient age and patient weight now provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.